Event description:
Acct reports that the tubing separated from the distal hub during use on a child. States the IV had been started about 1 hour earlier and when the nurse checked the site (pt's hand was under the covers), noted a pool of blood on the sheet. Set changed. No serious injury occurred with the pt.